Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: upon the deployment of the first 18fr manta device being used on patient, the 18fr manta was advanced over the wire, the bypass tube when engaged into the sheath would kick back and not allow forward advancement of the manta device into the sheath. Device removed and a second manta opened for use. Additional information on 25jul2022: the complaints were for two different 18f manta devices used on the same patient. Upon the deployment of the first 18fr manta device being used on patient, the 18fr manta was advanced over the wire, the bypass tube when engaged into the sheath would kick back and not allow forward advancement of the manta device into the sheath. Device removed and a second manta opened for use. With the second manta device, there were no issues with the devices deployment or bypass tube. The second 18fr manta deployed into left femoral artery post tavr (MDR 3010252479-2022-00308). After deployment of manta device, angiogram obtained showing a complete occlusion of left femoral artery at manta deployment site. Physician attempted to advance wire from contralateral arterial access site to repair vessel, but was unsuccessful. Vessel occlusion repaired by cutdown procedure. MDR associated to: MDR 3010252479-2022-00308.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted and reviewed by the investigative team and indicates a dissection superior to the manta site, and a stoppage of flow where the manta radiopaque lock is positioned. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery (cfa). A mid-femoral head positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 6.0mm, with a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub (see MDR fu2-3010252479-2022-00308 manta). The first 18f manta and sheath were removed from the guidewire and a second 18f manta device and sheath were opened. Following deployment, a post angiogram revealed a complete occlusion of the left cfa, at the manta access site. The physician was unsuccessful in attempting to advance a contralateral guidewire to repair the vessel and chose to surgically cut down, explant the manta device, and repair the occlusion. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. An angiogram submitted indicated a dissection superior to the manta access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring surgical repair.